Event description:
It was reported that during an exploratory laparoscopy, the top metal portion of the device broke off in the pt while removing an ovarian cyst. The metal piece was retrieved from the pt.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.